Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutr-34 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), the valve was attempted to be deployed twice. Both deployment attempts resulted in a high position of the valve, therefore the valve was recaptured. During the third deployment attempt, it was reported that the capsule did not respond to the turning of the deployment knob. Some tortuosity was present but no patient anatomy contributed to the event. The device was withdrawn from the body. The dcs and valve were replaced. The replacement valve was implanted. It was noted that no loading issues or device separation issues occurred. No adverse patient effects were reported.